Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) display error code 112, 137, 58 and 124. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) display error code 112, 137, 58 and 124. There was no patient involvement, and no adverse event reported.